Event description:
Several plunger holder/track ii's were received for repair of a broken plunger retainer. During in-house testing, four plunger holder/track ii's caused a test fixture to fail to alert load syringe plunger. No pt injury or treatment was associated with this event.